Manufacturer narrative:
Returned for eval is a plastic mfi dual port w/attachabel 9.5fr non-jointed, dual lumen catheter. Assembly appears to be complete. Catheter has been connected to port stem at 32cm depth mark. Overall length of assembly is 13.9". There are multiple needle stick marks in both septums. Blood residue is seen in seams of port shell, and inside both reservoirs. There is blood residue visible inside entire length of distal end of tubing. Blood residue inside proximal lumen is een mainly inside distal tip, behind valve. Cath-lock exterior had been nicked. A history review of lot number 36ff7578 indicates no related mfg issues, and four other product complaints of similar nature reported for this lot. All four of these other complaints have been determined to be unconfirmed. Notes in file indicate that port was placed on 12/19/95 for chemotherapy. From 5/30/96 to 11/22/96 port was uded for continuous infusion of medication. Swelling above port was noticed from 9/2/96 until port was removed. On 11/13/96 a dye study was performed that showed no extravasation. Continued infection of surrounding tissue prompted removal of port on 12/30/96. Examination of port at hosp after removal discovered a pin-hole at hub site after cath-lock was slid back. A tactile examination of catheter tubing shows no permanent elastic elongation or deformation. Initial eval and decontamination shows both port lumens to be patent ot flushing. A large amount of blood was expelled from both lumens. Upon further eval, both port lumens are accessed and flushed using a non-coring needle attached to a 12cc syringe filled with water. Both flush and aspirater readily. No leaks are seen, but more blood is expelled. With distal end of catheter occluded with finger pressure, proximal to valves, both lumens are pressurized and observed for leaks. A slow drip is produced from under cath-lock when proximal lumen is pressurized. No leaks are noticed with distal lumen. Cath-lock is gently disengaged and retracted away from connection with fingers. Connection is viewed under 10x magnification. Tubing over port stem has several small holes visible in blue stripe. Holes are formed from impressions resembling grip marks from a serrated jawed clamping device, such as hemostats. There are corresponding impressions 180deg opposite blue stripe. Similar impression are seen on hard plastic exterior of cath-lock. Metal stem is also scratched. Use of traumatic clamping instruments is contrary to MFR's instructions for use, which warns that silicone tubing may be easily damaged byuse of such instruments.

Event description:
The port was placed 12/19/95. At first, the pt had intermittent chemotherapy, but from 5/30/96 to 11/22/96, a continuous infusion of 5fu was given. On 9/2/96, erythema and edema was found above the port and the pt stopped chemotherapy until 9/23/63. By 11/11/96, the skin above the port was brown and red, and rough with swelling.